Manufacturer narrative:
The date of the event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical component problem, degradation problem, known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a scope communication error e216 and a noisy image. There was no patient involvement.